Event description:
It was reported that oversensing of the minute ventilation signal was seen on the ra lead channel. There was no pacing inhibition. It was noted the patient is not atrial dependent and exhibited no symptoms. There were jumpy impedances up to 3000 ohms noted upon review of the remote home monitoring system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).